Event description:
It was reported, the patient experienced underdose symptoms including sweating, increased pain, less than 50% therapy relief, and headache. The patient was admitted to the hospital complaining of withdrawal symptoms. The manufacturer representative (rep) was made aware and asked to go to the hospital on 2014 (B)(6) to interrogate her pump to see if there were any alarms, alerts, or motor stalls documented within the logs. There was nothing to report at that time with the pump. The healthcare provider (hcp) was given the information and made the decision to order a dye study to be done the next day on 2014 (B)(6). He was unable to aspirate the catheter and decided to inject a small amount of dye (0.1ml) during live fluoroscopy. It was discovered there was a leak at most likely the connection during the pump study done. It was noted there was a catheter disconnect. It was further reported, the leak was at the spine segment. The hcp would revise the catheter on 2014 (B)(6) as well as replace the patient¿s pump due to the estimated elective replacement indicator (eri) being at 10 months for the pump. The catheter was successfully revised. The patient still had the intrathecal catheter and pump system. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver dilaudid and marcaine. The cause of the event, if segments were left in the intrathecal space, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had a ¿malfunctioning intrathecal catheter¿ and it was subsequently replaced. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID neu_unknown_cath, serial# (B)(4); product type catheter. (B)(4).